Event description:
After calling technical support we determined the issue and were informed by technical support that the dimensions which were input into the novasure were not compatible 6.5 for length and 2.5 width after several attempts remeasuring the cavity the rep suggested there could be a defect with the tool being used. The initial novasurg used was not assembled correctly by putting the filter cartridge on the generator. Procedure was cancelled by physician. Small uterine perforation at the fundus of the uterus, bleeding was controlled with pressure and pt was taken to recovery room in stable condition and later discharged home. Dates of use: (B)(6) 2015. Reason for use: menometrorrhagia, endometrial ablation.